Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2014, the patient was prescribed a ten day course of oral antibiotics. Subsequent to the infection the patient was taken to the operating room and administered general anesthesia to facilitate explant of the device and placement of a PICC line for continued infection management. Following the surgery the patient was prescribed a six week course of intraveinous antibiotics to be administered through the PICC line. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed december 8, 2014.